Manufacturer narrative:
(B)(4) date sent: 6/29/2026 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot s25070138, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Did the needle piece fall inside of patient? 2. What measures were implemented to retrieve the broken piece? Was the needle retrieved during the same procedure? 3. Were there any patient consequences? 4. Please provide the source or title of external person providing answers to follow-up: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026, and suture was used. When the patient was suturing the wound with suture during surgery, the needle tip of one of the needles broke, which did not cause any damage to the wound, but increased the difficulty of suturing and prolonged the suturing time. The doctor found the broken end and immediately replaced the suture and needle, and the suturing was successfully completed. Additional information was requested.